Manufacturer narrative:
Since no product was returned, extended investigation has been performed for the insertion-13 complaint and determined that there was no indication that the product did not meet specification. Dose audit and environmental monitoring reports were reviewed for issues relating to sterility of the product. The sensor component has no impact on product sterility and therefore, sensor component dhrs were not reviewed. Sensor kit dhrs have been reviewed to assess the manufacturing process, which includes the application of the adhesive to the puck. Dhrs for all libre sensor kits within expiration at the time of complaint were reviewed, and the DHR review showed that there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Clinical data reviews are performed annually. A tripped trend review was completed and showed no trips for insertion-13 and libre sensors. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported that after 13 days of wearing a freestyle libre sensor she experienced an allergic reaction. Customer had contact with a healthcare professional who prescribed a cortisone cream for treatment of the sensor site. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturer date for the reported sensor is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that after 13 days of wearing a freestyle libre sensor she experienced an allergic reaction. Customer had contact with a healthcare professional who prescribed a cortisone cream for treatment of the sensor site. There was no report of death or permanent injury associated with this event.